Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analyzed. The distal conductor was found to be distorted. Blood was found in/on the helix/lobe mechanism and the helix/lobe mechanism (sleeve head). The lead appeared to have been damaged at implant. The analyst noted that the helix could not extend and retract due to distal conductor distortion within the connector.

Event description:
It was reported that during the implant attempt, many attempts were made to place the right ventricular (rv) lead. Several placements were attempted, all with unacceptable thresholds. Finally, a location was found with acceptable numbers, but it was not possible to extend the helix, even after 20-25 turns. The physician stated that 'it just kept spinning,' and felt that there was something wrong with the lead. The lead was pulled out and inspected, and the coils appeared wavy. The lead was not used, and another lead was implanted. No patient complications have been reported as a result of this event.